Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menometrorrhagia and uterine leiomyoma outcome was unknown. The reporter considered menometrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: no. Of coils in each tube left- 07, right- 04. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: occlusion devices in the bilateral fallopian tubes are noted. No contrast moves through the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: medical records received. Case became valid and serious incident. Event injury was deleted and device category changed from device other event to incident. Event added- pelvic pain, menometrorrhagia and fibroid uterus. Medical history, reporter information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.